Event description:
Hill rom total care bariatric bed pr 1840 with side rails up- turned with assist of one threw leg over bottom rail, and rail released, causing pt to fall out of the bed onto floor sustaining a hip fracture.